Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, it appeared that some of the pump stoppages were associated with the driveline being disconnected from the system controller. The first submitted log file contained events from system controller, (B)(6), from day 1330 to day 1335. Multiple driveline disconnection and reconnection events were observed on day 1335. The last observed driveline disconnect was consistent with the first reported system controller exchange to (B)(6). A specific cause for the driveline disconnect events prior to the system controller exchange could not be conclusively determined through this evaluation. No other notable events or alarms were captured. The second submitted log file contained approximately eight hours of events from system controller, (B)(6), on day 0. The recorded data suggested that the controller activated backup mode before the driveline was connected. It appeared that the driveline was briefly connected to the new system controller; however, it was disconnected shortly after. The driveline was reconnected, and the pump ramped up to the fixed speed without issue while the controller was operating with an active backup mcu (addressed under the associated system controller investigation). Approximately 7 hours later, a pump stop was captured. An additional pump stop was captured approximately 40 minutes later. A specific cause for the observed pump stops could not be conclusively determined through this evaluation. The final several events captured the driveline disconnected, consistent with the second reported system controller exchange. No other notable events or alarms were captured. It was reported that the experienced a system controller battery module alarm, promoting the nurse to replace the system controller; however temporary red heart alarms occurred following the exchange and the system controller was replaced once again after the system monitor displayed a ¿replace system controller¿ message. The account later communicated that the cause of the pump stop was unknown, and the patient¿s plan of care consisted of a follow-up appointment. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, and the heartmate ii lvas patient handbook, are currently available. The IFU and patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. These sections also state that the pump will stop if the driveline disconnects from the system controller. If the driveline disconnects from the controller, it should be promptly reconnected to resume pump operation. The IFU and patient handbook also provide instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. These documents also address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, the IFU and patient handbook provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on 30sep2025 at approximately 4:30 am a system controller "battery module" alarm occurred, and the nurse replaced the controller. After the controller exchange a temporary red heart alarm occurred around 11:50 am on the same day. Upon checking the system monitor history a 'replace system controller' message was recorded, and the controller was replaced again. Log files from both controller were submitted for review. Log files from the first controller exchanged captured controller cell battery low events prior to changing the controller. The log files from the second controller captured the controller connected to power briefly and then it looked like the controller lost power as the timestamp reset back to zeros. The power was restored to the controller, and the pump was operating about 7 hours and then a pump stop occurred while using wall power and another pump stop occurred around 40 minutes later, still on wall power. It appeared that the controller was changed about an hour after the pump stop. No 'replace system controller' events were noted in the log.

Event description:
It was additionally reported that a pump shutdown without the typical increase in pump power was also recorded, making driveline damage a low suspicion but not completely ruled out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.